Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring near the septum. The customer reported a blood glucose level of 517 mg/dl. Customer loaded a new cartridge and delivered a bolus to address elevated blood glucose.